Manufacturer narrative:
A ge service rep performed an onsite investigation. The power switch assembly and cable were evaluated and replaced. The system was tested and found to be working and returned to service.

Event description:
The customer reported that the system exhibited an uncommanded shut down. There is no report of injury or death associated with the event described in this complaint.